Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced low blood glucose (bg) of 44 mg/dl. Reportedly, bg was not related to the pump or supplies. However, customer could not remember the exact cause.